Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing low blood glucose. Blood glucose level at the time of the incident was 50 mg/dl which was treated with food. Customer was alleging insulin pump for over delivery and stated that insulin pump was giving more insulin. Customer was using insulin pump within 48 hours of low blood glucose incident. The insulin pump will be returned for analysis. The reservoir will not be returned for analysis.

Manufacturer narrative:
S/w ver. 4.11c. Retainer ring = black. Customer returned pump for an alleged possible over delivery on (B)(6) 2021. Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, dat test and self test. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history. No unexpected over delivery anomaly noted during testing. Successfully downloaded history files and traces using thus. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. However, normal bolus delivered found in history file on (B)(6) 2021 00:44:02.000 normal bolus delivered, normal bolus amount programmed = 2.3. Bolus amount delivered = 2.3. (B)(6) 2021 10:54:12.000 normal bolus delivered, normal bolus amount programmed = 1.7. Bolus amount delivered = 1.7. (B)(6) 2021 14:44:30.000 normal bolus delivered, normal bolus amount programmed = 1.2. Bolus amount delivered = 1.2. In summary, customer alleged possible over delivery not confirmed. Unable to upload to carelink. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.